Event description:
The customer stated the defibrillator fails to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated at philips and the issue was verified. The issue was determined to be a failure of the power supply. The power supply was replaced to resolve the issue. The device passed testing and was returned to the customer.